Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6).

Event description:
It was reported that the right ventricular lead exhibited brief high capture thresholds and damage to the superior vena cava defibrillation coils was observed. No externalization was seen. The lead was explanted and replaced. The patient was stable.